Manufacturer narrative:
99 new list #d1000, tego¿ connectors were received for complaint investigation. As received, there were no visual damages or other anomalies observed. Thirty-five of the returned used samples were tested and no issues were found. The reported complaint (after removing the syringe after rinsing, the rubber valve is out of the cap) could not be replicated. Thirty-five of the returned used samples were tested and no issues were found. However, the customer's complaint was confirmed due to damaged seals on other tego lots from device history record reviews. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history for the specific complaint lot was reviewed and no nonconformities were identified that may have contributed to the reported complaint. There is an ongoing CAPA related to this complaint issue at this time. D9 - date returned to mfg: 03mar2025 corrected information can be found in d10 and e3, h6 medical device problem code, h6 component codes

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date involving a tego® connector where the reporter stated that when removing the syringe after rinsing, the rubber valve is out of the cap. It was further mentioned that the plugs have defects of permeability, internal valve that does not hold in place and this involves incidents with patients and users and possible liquid projections. The assigned quantity was (B)(4). The reporter also stated, translated in english that they are aware that the current batch is also creating problems, mainly flow problems or high pressure when they leave the tego stopper in place. For the time being, these show no signs of wear or particular defects. As soon as they remove them, the dialysis machine normalizes and no longer sounds at high pressures. A picture was provided showing the product tag with information. There was patient involvement but unknown patient harm.